Manufacturer narrative:
The fse evaluated the device while onsite and reported multiple errors due to lack of 35v power supply. A quote has been submitted to the customer. No parts were returned for investigation; therefore, the root cause could not be determined. The customer reported there was no patient involvement.

Manufacturer narrative:
Problem statement: the customer reported the device is jammed, stops cycling, alarm does not stop ringing and touch panel does not work. Device evaluation summary: the fse evaluated the device while onsite and reported multiple errors due to lack of 35v power supply. A quote has been submitted to the customer.

Event description:
The customer reported the device is jammed, stops cycling, alarm does not stop ringing and touch panel does not work.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen freezes; it can only be turned off by taking the battery off. The customer reported there was no patient involvement.